Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to high blood glucose of 552mg/dl. The customer stated that the cannulas were bent, which caused his blood glucose to rise. The customer was experiencing high blood glucose for (B)(6), and was treated with the insulin pump and manual injections. Troubleshooting was performed. The time, date, and programing were correct. No further info was provided.